Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed probe tip/acoustic lens peeling issue could not be determined, however, the issue was likely the result of stress due to impact, chemical stress during the cleaning/sanitization and or user handling/mishandling. The event may be prevented by following the instructions for use which states: evis lucera ultrasonic gastrovideoscope - olympus gf type uct260 for safe use. Handling and general precautions. Warning: do not hit or drop the tip, flexible parts, curved parts, operating parts, universal cord, and scope connector of the endoscope. Also, do not bend, pull, or twist with strong force. Doing so may damage the device, causing injury to the body cavity, burns, bleeding, perforation, or falling parts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope tip probe partially peeled off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found acoustic lens was peeled; due to wear of angle wire, bending angle in up direction does not meet the standard value; adhesive on bending section cover was detached and had a chip; connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.